Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the irrigation did not cease during irrigation and aspiration phase of the procedure. The procedure was completed after replacing the product with another one in stock. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event does not meet requirements for reporting as a reportable malfunction as previous similar reports have not led to a serious injury and it is not likely that a recurrence would result in a serious injury. The manufacturer internal reference number is: (B)(4).